Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a torn dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. When the latch lever was closed, the pump alarmed cassette not attaching properly due to inoperable dso sensor which caused to error. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the cassette was not attached properly. No patient injury reported.